Event description:
Biomed tech system (B)(6) stated that he did not visibly see the smoke or flame reported from the hemodialysis machine that was in use. He was told that following this event, the dialysis machine was removed from the treatment floor for repair. He saw that the plug ends were damaged (charred) and he replaced the part. Additionally, he stated that the plug had the black bridge between the plug prongs. When he replaced the plug, the machine was returned to service with no additional problems. The facility administrator (B)(6) states that a small flame (red/orange) was seen emanating from the plug of the hemodialysis machine while plugged into the correct three pronged, grounded outlet. This incident occurred while the machine was being setup by the pt care technician in preparation for the pt's treatment. At no time was the pt connected to the machine. The dialysis machine was unplugged safely and there were no injuries to staff or pts. The fire did not need to be extinguished, the fire department was not called, and the facility was not evacuated.

Manufacturer narrative:
Component not available for investigation. This is a known defect from the MFR of the electrical cord/plug assembly. Based on the info provided by the customer. The electri-cord power plug with the black bridge will be returned to the (B)(4).